Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported problem was confirmed, the no image malfunction was isolated to failure of the circuit board. The cause of the board failure is unknown. Additionally, the main body has cracks, the imaging has defective pixels, the scope mount has corrosion, and the connector/coupler has cracks. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not had any previous repair history in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. The cause of the reported event could not be conclusively determined. However, based on the physical evaluation results the cause of the customer¿s reported was isolated to failure of the circuit board. Problem. Also, the charged coupled device (ccd) unit likely became defective due to water leakage due to cracks on the main body. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition camera head has a ¿no image¿ malfunction. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported. The device will be returned for evaluation.